Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The caller alleged that the cannula was bent, which led to insufficient insulin delivery. The patient experienced elevated blood glucose levels and was unable to self-treat. The patient's husband called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The patient was transported to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient received intravenous treatment for 2 days. At the time of the report the patient was home and stable, it is unknown how long they were hospitalized.